Event description:
The manufacturers representative reported the patient has developed a cyst in his flank over the catheter site and the catheter has dislodged. The infection has tracked along the catheter with redness over a small portion of the catheter path. The hcp plans to revise the catheter. A follow up report will be sent when additional information is received.